Event description:
Approximately one year ago, pt with rheumatoid arthritis was implanted with an occiput plate and an unk number of screws. Post-op, pt developed an infection as the result of a fall. Pt underwent revision surgery on (B)(6) 2011. During the revision surgery, it was discovered that the plate and one screw were broken. All hardware was removed except for half of the broken screw which the surgeon decided to leave inside the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.